Event description:
A facility reported that the cusa clarity console (c7000) displayed an error code prior to a brain tumor removal surgery. The device was rebooted, but it could not be used, and another device was used to complete the surgery. There was more than 30 minutes delay due to product problem. No adverse consequences to the patient were observed. A company representative visited the facility to check the device on the same day, re-installed the software and confirmed the normality of the device.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The cusa clarity console (c7000) was returned for evaluation. Device history record (DHR) - the DHR was reviewed and no anomalies during the manufacture or packaging that could be associated with the complaint incident was observed. Failure analysis - the reported issue was unable to be duplicated by the field service engineer, but the log files confirm that "system error" occurred. As a result, the software was re-installed, checked the start up with power off/on, and performed final functional test which confirmed the device functionally. Root cause - the reported complaint was confirmed, and the root cause is confirmed as a system error code. A CAPA has been raised to investigate error code displayed on clarity console and is pending corrective action. Trends are being monitored for this and similar issues.